Event description:
The user reported that during the user of a convenience kit in an emergent case, the plastic part of the drape separated from the woven part. This resulted in a contamination of the sterile field. The procedure was delayed by ten minutes to re-prep the sterile field. No harm or injury to the pt was reported.

Manufacturer narrative:
Device eval: no device is expected to be returned for investigation. The device history record was reviewed and no exception documents were found. Because the unit was not returned, the root cause could not be determined. If the device is returned in the future this investigation will be reopened and an additional follow up submitted.